Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda , dyspnea, heart failure, tissue damage, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted flail, thin and friable leaflets. On (B)(6) 2021, one clip was implanted, reducing mr to trace. Then on (B)(6) 2021, the patient was hospitalized with shortness of breath and symptoms related to heart failure. Mr increased to 3-4. Then on (B)(6) 2021, imaging confirmed that the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). A leaflet tear was observed. The physician stated the cause of the slda was due to thin, friable leaflets. No additional treatment was performed. The patient is stable and was discharged. No other information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology. Tissue injury and mitral regurgitation (mr) appear to be related to the reported slda. Heart failure and dyspnea were cascading effects of the recurrent mr. Unspecified tissue injury, mr, heart failure and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a